Event description:
It was reported that a user experienced an ¿unable to proceed¿ alert and an alert 38 motor stall during a full supply change while using the ilet system with a steel infusion set; a dry run was successful, and the user then replaced all supplies and resumed insulin delivery without further issues. Symptoms included no reported hypoglycemia, hyperglycemia, or other clinical effects, and blood glucose levels remained unaffected. Outcomes included no interruption to therapy after completing the supply change and no need for medical intervention or hospitalization. Investigation included guided troubleshooting, dry-run verification, and replacement of the cartridge, connector, and infusion set. Investigation of this case revealed that the issue did not recur after replacing supplies and completing setup, suggesting a transient setup or supply-related issue. It was concluded that the device functioned as expected after supply replacement and that no patient harm occurred.